Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system after starting an oral steroid for poison ivy, with highest reported glucose of 257 mg/dl and approximately 7.5 hours above target; the user observed blood at recent infusion sites, changed cartridge, tubing, and infusion sets, noted a glucose decrease to 212 mg/dl, and later elected to use back-up therapy and shut off the pump alerts. Symptoms included hunger without loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no outside assistance. Investigation included troubleshooting and user education regarding site changes, infusion set replacement, and monitoring. Investigation of this case revealed no device alarms, successful resumption of insulin delivery after supply changes, site bleeding with prior cannula placements, and a plausible contribution from concurrent steroid therapy, while the exact cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.